Event description:
This syringe pump was being used for pca therapy when the pt complained of lack pain control. Upon investigation by the nursing staff the syringe was removed from the pump and found to be leaking medication when inverted. The syringe was also noted to have been loaded above the normal operating position in the pump. The pump was replaced by another one to continue pca therapy without a pt problem.